Manufacturer narrative:
The pump was returned to animas. Review of the pump history verified a battery voltage drop from 154vdc to 138vdc on (B)(4) 2011 at 3:52pm. The battery returned with the pump shows no evidence of overheating. The battery compartment and cap are intact with no physical damage or evidence of moisture ingress observed. The pump powered on normally and was exercised for 3 hours, with no overheating or alarms duplicated. Pump electrical current draws were tested and found to be within specifications. The power flex, battery connections and internal components were tested for intermitting conditions with no defects were found. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
The patient reported that at least a month prior to contacting animas she noticed that her pump was hot at the battery compartment which made the entire pump feel warm. She stated it was not warm enough to burn her. She removed the battery to let the pump cool, placed another battery in the pump and continued to wear the pump. She thought it may have been because she ignored the "replace battery" alarm. She stated that on the evening she called animas the pump became warm again but not enough to burn her. She denied any corrosion or moisture in the battery compartment and denies exposure to water.